Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper and lower cases were broken, one bail cover was broken, one bail cover was missing, the ring cover was missing, the battery contacts were compressed, one bail was missing, the ring was missing, and the battery drawer was broken and contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) has broken connection ports. The epg had a sticker that stated "broken" and appears to have been dropped, but this cannot be confirmed. The epg was returned for repair. There was no patient involvement.